Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pod's needle deployed before the activation process could begin.

Manufacturer narrative:
The returned device was evaluated. The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. The device ran for 627 pulses with no timeouts or drive stalls however no boluses were delivered during the pods run. No damages or defects were found that would result in the needle deploying early; the cause of the reported event could not be conclusively determined.